Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinched the corner of my mouth [mouth injury]; the bottom part or second part of the brush attachment separated, it pinched my mouth - oral-b brushhead [injury associated with device]; the bottom part or second part of the brush attachment separated [device breakage] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she had only used an oral-b dualaction or dual clean brushhead for a couple of weeks, and during his/her last use of it, the bottom part or second part of the brush attachment separated. The consumer stated that it pinched the corner of his/her mouth; he/she realized that this wasn't right, removed it, and noticed what had happened. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she did have the toothbrush head and would be happy to send it. The consumer noted that he/she had already purchased replacement brushes for the unit. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. Product was received and investigated. Investigation results showed that wear of plastics material, especially at the latching hook for the brush plate, is the cause of this complaint. Reason for the wear is usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Pinched the corner of my mouth, mouth injury. The bottom part or second part of the brush attachment separated, it pinched my mouth - (B)(6) brushhead, injury associated with device. The bottom part or second part of the brush attachment separated, device breakage. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she had only used an oral-b dualaction or dual clean brushhead for a couple of weeks, and during his/her last use of it, the bottom part or second part of the brush attachment separated. The consumer stated that it pinched the corner of his/her mouth; he/she realized that this wasn't right, removed it, and noticed what had happened. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she did have the toothbrush head and would be happy to send it. The consumer noted that he/she had already purchased replacement brushes for the unit. The case outcome remained unknown. No further information was provided.